Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an occluder balloon catheter was used along with a gemini retrieval basket in the kidney during a percutaneous nephrolithonomy (pcnl) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon burst. The procedure was completed with another occluder balloon catheter.